Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/29/2013 with the following results: testing confirmed no response to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Confirmed damage to the keypad-the keypad cover is lifting/peeling from below the 'ok' button extending to the 'contrast' button. All the button contacts are exposed. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. All the button contacts are inverted. Unrelated to the complaint, observed the text on the display screen is dim/faded and the text is discolored upon start up and difficult to read. Replaced faded display with test display, which was fully functional. Battery compartment is cracked at opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. No evidence of moisture damage in battery compartment. Unable to obtain an audible alarm reading because of unresponsive keypad.. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.